Manufacturer narrative:
Correction to impact coding: removed f1905 and added f1908.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), a defibrillation threshold (dft) test was performed which failed. Some undersensing was observed in the secondary vector. Under fluoroscopy it appeared that this s-ICD was not in correct orientation, implanted a bit anterior. After group consensus and review of imaging this s-ICD was noted to be superficially implanted. Technical services (ts) recommended to revise the position and that the electrode should be more parallel to the sternum. Additional information confirmed this s-ICD system was explanted as the physician believed that this patient has a high defibrillation threshold and felt more comfortable with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), a defibrillation threshold (dft) test was performed which failed. Some undersensing was observed in the secondary vector. Under fluoroscopy it appeared that this s-ICD was not in correct orientation, implanted a bit anterior. After group consensus and review of imaging this s-ICD was noted to be superficially implanted. Technical services (ts) recommended to revise the position and that the electrode should be more parallel to the sternum. Additional information confirmed this s-ICD system was explanted as the physician believed that this patient has a high defibrillation threshold and felt more comfortable with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), a defibrillation threshold (dft) test was performed which failed. Some undersensing was observed in the secondary vector. Under fluoroscopy it appeared that this s-ICD was not in correct orientation, implanted a bit anterior. After group consensus and review of imaging this s-ICD was noted to be superficially implanted. Technical services (ts) recommended to revise the position and that the electrode should be more parallel to the sternum. Additional information confirmed this s-ICD system was explanted as the physician believed that this patient has a high defibrillation threshold and felt more comfortable with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.